Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate power module internal battery having a charging error was confirmed via product testing. The heartmate power module (serial#: (B)(6) and internal battery of the power module (serial#: (B)(6) were returned for analysis in unremarkable condition and no log files were submitted for review. The system was able to turn on and operate as intended. It was observed that the internal battery of the power module was non-functional and was not able to pass a discharge/support battery test. The internal battery was replaced, and the system was able to function as intended. The power module passed all stages of functional testing. After servicing the power module was placed in the abbott rental pool. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed, and the records revealed the heartmate power module (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications prior to being initially ordered on 26feb2013. The device history records were reviewed, and the records revealed the heartmate power module internal battery was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate iii patient handbook 5 ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including alarms related to the internal battery of the power module. Heartmate iii instructions for use section 8 ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate power module internal battery having a charging error was confirmed via product testing. The heartmate power module and internal battery of the power module were returned for analysis in unremarkable condition and no log files were submitted for review. The system was able to turn on and operate as intended. It was observed that the internal battery of the power module was non-functional and was not able to pass a discharge/support battery test. The internal battery and internal power module pcb was replaced, and the system was able to function as intended. The power module passed all stages of functional testing. After servicing the power module was placed in the abbott rental pool. The main pcb was forwarded to the abbott burlington product performance engineering (ppe) lab for further analysis. During further analysis, the main power module pcb was placed into a power module test fixture and was attached to a known-working power module battery. The power module pcb did not activate any battery related alarms and was able to operate as intended inside the test fixture. The reported event was not reproduced. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate power module was manufactured in accordance with manufacturing and qa specifications prior to being initially ordered on (B)(6) 2013. The device history records were reviewed and the records revealed the heartmate power module internal battery was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including alarms related to the internal battery of the power module. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that there was a battery error when the system powered on. The battery was not functional.